Event description:
The biomedical engineer (bme) reported that they had a power outage, and this caused their central nurse's station (cns) to unable to be turned on. He said at first it would get stuck at the cns splash screen. They then turned off the unit. Then when he tried to turn it back on, it would not do anything at all. They got another cns from another hospital to set it up as a replacement. However, this replacement was not working either. They tried to boot it up, but it got stuck on the cns-6000 splash screen before entering windows. Nihon kohden technical support (tech support) had them swap around the hard drives on this unit. First just leaving the top hdd inserted and then boot it up. It got stuck on the splash screen. Then tech support had him turn off the cns and leave out the primary hdd and only have the second hdd plugged in. When they tried to boot it up, it said os not found. The biomed then said he is going to try something else and will call back in. When they later called in again, and he had gotten the cns back up. He said that he was finally in the cns software. Tech support assisted in configuring the new cns, and also showed him how to add the beds he wanted on the unit. They stated that the failed unit will most likely not be sent into repair because they received many spare cnss from another hospital. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they had a power outage, and this caused their central nurse's station (cns) to unable to be turned on. He said at first it would get stuck at the cns splash screen. They then turned off the unit. Then when he tried to turn it back on, it would not do anything at all. They got another cns from another hospital to set it up as a replacement. However, this replacement was not working either. They tried to boot it up, but it got stuck on the cns-6000 splash screen before entering windows. Nihon kohden technical support (tech support) had them swap around the hard drives on this unit. First just leaving the top hdd inserted and then boot it up. It got stuck on the splash screen. Then tech support had him turn off the cns and leave out the primary hdd and only have the second hdd plugged in. When they tried to boot it up, it said os not found. The biomed then said he is going to try something else and will call back in. When they later called in again, and he had gotten the cns back up. He said that he was finally in the cns software. Tech support assisted in configuring the new cns, and also showed him how to add the beds he wanted on the unit. They stated that the failed unit will most likely not be sent into repair because they received many spare cnss from another hospital. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that they had a power outage, which caused the central nurse's station (cns) to shut down and not power back up. It was stuck at the cns splash screen. They tried power cycling the unit again, but it would not power back up.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that they had a power outage, which caused the central nurse's station (cns) to shut down and not power back up. It was stuck at the cns splash screen. They tried power cycling the unit again, but it would not power back up. No patient harm or injury was reported. Investigation summary: the primary hard drive was confirmed to be corrupted through troubleshooting. When the secondary raid hard drive was swapped in, the cns indicated no operating system found. The customer later reported that they were able to boot the cns back up. It was unknown what steps were taken. Despite little information being provided regarding the resolution, the abrupt power loss nature of the power outage was the most probable cause of hard drive corruption. Hard drives are recommended to be replaced every two years or 20,000 hours of use. The boot up failure occurred roughly five years after it was first put into use. Though possible, it is unlikely that natural hard drive failure coincided with the power outage. It leaves the probable cause of power outage inducing the hard drive failure. Service history for this serial number shows this is an isolated incident. Boot up issue overview boot up failure, including boot looping, booting into bios, failure to load cns application, and failure to complete the boot up cycle are results of hard drive failures. Hard drive failures are caused by environmental factors, maintenance factors, or the hard drive reaching the end of its lifespan (two years). The environmental factors are characterized by an abrupt power loss to the hard drives, such as a power outage, specifically while the drives are being read. These abrupt power losses could damage sensitive internal hard drive components. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.